Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 0641-000 batch 212501 was received for evaluation. Visual inspection revealed that a t-shaped silver piece was detached. It was also noted that the device has a crack in the material where the t-shaped silver piece was originally set. The most likely cause of the reported failure is wear and tear on the device, which was manufactured in 2021.

Event description:
On 07/21/2025, a sales representative reported via (B)(4) that an 0641-000 sheath handle assembly's supra patellar disposable sheath was attached the gray t portion with the black handle. The sheath was inserted into the knee and the tibia imn was completed. When the sheath was removed at the end of the case the silver button that holds the supra patellar sheath and top together was broken off and located on the floor. An xray was obtained to make sure that no pieces of the device were in the patient and the procedure was completed with no additional time or issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.